Event description:
The user facility reported that the device overheated during procedure. There was no known patient impact, no known delay, no known medical intervention, and no known adverse consequences.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device overheated during procedure. There was no known patient impact, no known delay, no known medical intervention, and no known adverse consequences.

Event description:
The user facility reported that the device overheated during procedure. There was no known patient impact, no known delay, no known medical intervention, and no known adverse consequences.

Event description:
The user facility reported that the device overheated during procedure. There was no known patient impact, no known delay, no known medical intervention, and no known adverse consequences.

Manufacturer narrative:
Concomitant device information: based on the original reported event we assessed the event as having a potential to burn the patient or user. After completing our device evaluation and obtaining additional information, we have determined this device should have been listed as an associated device to MDR 000181175-2020-0068. This device would not have caused or contributed to the reported event.